Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol ii assay results for 1 patient sample on a cobas 6000 e601 module. The initial result was <5 pg/ml. The doctor questioned the result and the sample was repeated. The repeated result was at 33 pg/ml, obtained on another e601 module. The repeated result met the clinical picture of the patient and was considered to be correct. The reagent lot number is 503901. The expiration date was requested, but not provided.

Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable before the event occurred. Based on the available data, a general reagent issue could be excluded. The investigation found the affected sample was previously frozen before it was measured. The customer had not centrifuged the sample before it was measured. The investigation found that the customer was not following the sample handling instructions provided in the method sheet pertaining to frozen samples: "centrifuge samples containing precipitates and frozen samples before performing the assay."